Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Multiple files were returned and visually inspected: 17 of catalog# a012u03101000 - found to have separated between 2mm and 10mm from the tip. Nine of catalog# a012u03101500 - found to have separated between 2mm and 9mm from the tip. One of catalog# a012u03102000 - found to have separated 2mm from the tip. All of the files separated without unwinding, indicating that the separations were due to fatigue. It was also noted that the color coding of all the files was worn, indicating that they were used multiple times. Please note that it is not known which particular file was involved in this event. Reference report numbers 8031010-2006-00547 and 8031010-2007-00012 for documentation of the event as it pertains to the other catalog numbers involved.

Event description:
It was reported that several files separated. Multiple unsuccessful attempts were made to obtain specific info on each event. The only info that could be obtained was that multiple pts were involved and that the file was retrieved in some cases; in others, the canal was filled with the separated piece in place. No injury occurred in any of the cases.